Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that cardiologist questioned if atrial sensing was demonstrated by 12-lead electrocardiogram (ECG) owing to multiple pacing spikes. The device was interrogated within 1/2 hour of the ECG being performed. No device malfunction was noted by device check nurse. All measurements were within normal range during the pacer check. It was reported that many of the "inappropriate" pacing spikes appear to be artifact and not atrial undersensing when reviewed. The patient noted having palpitations at times when exercising outside of the hospital (swimming primarily). The atrial lead remains in use.